Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was in stable condition throughout the event and suffered no adverse events due to the battery performance alert.